Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Crease folding of implant: no observed, creases on the device.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "undulations". Device remains implanted.

Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.